Event description:
During a market preference evaluation of lcp ankle system for a left fibula fracture the surgeon implanted a 5 hole lateral distal fibula plate and an unknown quantity of 2.7mm locking screws and an unknown quantity of 3.5mm cortex screws. Surgeon reported the plate sits off the bone when implanted anteriorly. Surgeon also reports difficulty placing the 2.7mm va guide to fit in cloverleaf locking hole of the plate. This is 1 of 2 parts reported.

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.